Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-05783 and 2134265-2017-05347. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During the percutaneous coronary intervention (pci), it was perform outside the patient's body and was recognized as opticross 18 mode. The physician tried testing pullback, but pullback couldn't be performed. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.